Event description:
A report was received that the patient was explanted due to infection at ipg pocket site. The infection was procedure related. The patient was given oral antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-70 serial:(B)(4) description:linear st lead, 70cm explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.